Event description:
Customer reported his insulin pump is damaged on the reservoir compartment. Customer's blood glucose is 114 mg/dl. He stated the ring on top of the reservoir compartment is chipping away. There are no cracks leading up to the damage. Customer is unsure how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.